Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to syncope. The pacing threshold on the right ventricular (rv) lead increased and pacing failure was suspected. Findings under fluoroscopic guidance showed a high possibility of ventricular perforation of the rv lead. The physician changed the device programming. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.